Manufacturer narrative:
Alert date of event, date deemed reportable. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was defective was confirmed. It was found that the motor was corroded and does not turn. There was also a short circuit in the motor cable. The resistance value of the keypad of the handcontrol set were out of specifications. The buttons of the device were also found to not be functioning. The motor, motor cable and the handcontrol set were replaced to correct the identified failures. The device was cleaned, repaired and tested for functionality. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and the damage to the motor cable. The damage to the motor cable may have led to the short circuit. The corroded motor has a tendency to stick and not turn, and along with the defective keypad, is responsible for the issue reported by the customer. However, given the information provided we cannot discern a definitive root cause for the defective keypad. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history : a manufacturing record evaluation was performed and the results obtained as follows: part number : 283512, serial number : (B)(4). Anomalies or discrepancies (non-conformance) : serial number manufactured as a spare part - only micro handle as the chassis was replaced during repairs at service center. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the micro tornado handpiece with handcontrol is defective. This is report 1 of 1 for (B)(4).